Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported issues with a newly inserted dexcom g7 continuous glucose monitor (cgm) sensor that completed warmup but did not display readings. Initial troubleshooting included restarting the ilet and allowing additional time for pairing. Later, the sensor connected to the dexcom app but displayed a ¿sensor failed ¿ replace sensor¿ message. The user confirmed no insulin delivery since the prior night. A finger stick reading showed a highest blood glucose (bg) of 418 mg/dl. The agent advised inserting a new sensor, entering finger stick values into the ilet, and resuming dosing. Blood glucose (bg) was corrected with sensor change and ilet pump resumed dosing insulin. The user was unaware how long was she was out of range. No symptoms, outside assistance, or medical intervention were reported.